Manufacturer narrative:
Device evaluated by MFR.: synergy ii us mr 4.00 x 24mm stent delivery system (sds) was returned for analysis. The stent was dislodged from the balloon. It had moved proximally on the device and was now positioned on the shaft polymer extrusion such that proximal end of stent 9mm distal to the port bond. The stent was also damaged. There was no stent on the balloon. The balloon folds were tightly wrapped and evenly folded and were not subjected to positive pressure. Stent crimp markings were evident on the balloon indicating correct positioning and crimping of the stent prior the complaint incident. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of shaft polymer extrusion found multiple shaft polymer extrusion kinks and a kink in the corewire within the shaft polymer extrusion 36mm distal to the port bond. A visual and microscopic examination of the tip found no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
It was reported that stent dislodgment occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the distal circumflex artery. After an 8f guide catheter and a 6f guidezilla¿ ii guide extension catheter were advanced, a 4.00 x 24 synergy ii drug-eluting stent was advanced to treat the lesion. However, the stent was caught at the transition of the hypotube of the 6f guidezilla¿ ii guide extension catheter and was pulled off the balloon unto the shaft of the delivery catheter. Everything was pulled out and a 7f guidezilla¿ ii guide extension catheter was advanced. A 4 x 20 synergy stent was then deployed and the procedure was completed. No patient complications were reported and the patient was doing well.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the distal circumflex artery. After an 8f guide catheter and a 6f guidezilla¿ ii guide extension catheter were advanced, a 4.00 x 24 synergy ii drug-eluting stent was advanced to treat the lesion. However, the stent was caught at the transition of the hypotube of the 6f guidezilla¿ ii guide extension catheter and was pulled off the balloon unto the shaft of the delivery catheter. Everything was pulled out and a 7f guidezilla¿ ii guide extension catheter was advanced. A 4 x 20 synergy stent was then deployed and the procedure was completed. No patient complications were reported and the patient was doing well.